Event description:
Boston scientific crm received information that during this initial implant procedure as the physician was closing the pocket, this patient passed away. Their blood pressure dropped, and CPR was performed and was unsuccessful. There were several other health issues noted with this patient and exact cause of death is unk at this time. As of this date, the lead has not been returned. Because the provided event and implant dates do not match the event description, we are not providing either. Patient died sometime (B) (6) 2010.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.